Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. This failure is attributed to a component failure and related to device design. Failure analysis identified an additional observations that were not reported by the site and not related to the reported issue. The proximal clevis exhibited mechanical indentations/burrs. The indentation was causing the clevis to bend inward, towards the pitch cable. There was no material missing. The damage measured approximately 0.037" x 0.102" in length. The root cause for the mechanical indentations/burrs on the proximal clevis is attributed to the user mishandling, most commonly caused by collision with another instrument or sharp object. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.061¿ - 0.196" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user mishandling. A review of the device logs for the permanent cautery spatula (part# 470184-13 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery spatula was found to have a broken wire. A backup instrument of same kind was used to complete the procedure and there was no reported injury.